Event description:
Event was identified as part of a retrospective clinical study: 6-months post-operative show subsidence (not measured; only the interspinous distances in the flexion and extension views) into the superior endplate of c7 with the graft, which has progressed to a solid fusion. There is neutral alignment from c2 to t1. There is still 3 mm of motion on flexion and extension views, suggesting that the patient is not fully fused at this point 6 months postoperative. However, the ap view reveals bone graft lateral to the spacer on both sides which does generally appear to be fused, so certainly approaching fusion, but not quite there yet. 12.5-months post-operative show a solid fusion now at c6-7 with some subsidence (measurement not captured) of the interbody spacer into the c7 superior endplate and less than 1 mm of motion on flexion and extension views.

Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical study adverse event with the vigilance system. The complaint was investigated and evaluated without the associated device, as it remains implanted. Event reported as part of a clinical study. No lot information was provided; therefore, a device history record review was unable to be performed. Clinician did not note any implications of defect or failures related to the implanted device. A historical data review was conducted revealing no current trends or capas related to the nature of this complaint.